Event description:
The rn connected a chemotherapy line to a patient, and line was flushed manually. Rn tightened all connections and the line was double checked prior to starting chemotherapy. Immediately upon starting the chemotherapy, the patient reported feeling moisture. There was a leak of the IV microclave clear with chemolock connector.